Event description:
A review of service data has detected a reportable event. Upon servicing monitor sn (B)(4), the front response button was found to be missing. The last patient to use the device did not report any problems.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. Upon investigation the monitor was found to have a nonfunctional front response button. The cause of the nonfunctional response buttons was physical damage to the switches. The metallic domes had been peeled off both switches. The source of the physical damage cannot be positively identified. No adverse event resulted from the damaged response button. The last patient to use this monitor did not report any deficiencies.